Manufacturer narrative:
.

Event description:
The recipient reportedly experienced increased impedances and limited programming. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: device available for evaluation?

Manufacturer narrative:
Additional information: model #/lot # and device manufacture date. External equipment was exchanged, however, the issue was not resolved.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed all of the mechanical tests performed. The internal visual inspection revealed a broken substrate. This was induced during the failure analysis process. It is believed that failure of this device is most likely due to a malfunction within the analog chip. Internal visual inspection did not reveal any anomalies of internal components. However, a broken substrate was observed, which was induced during the failure analysis process. This older device configuration is no longer manufactured. This is the final report.